Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of swelling, redness, pain, inflammation, induration, nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the pts must be informed that they are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Haematomas. Induration or nodules at the injection site. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate.

Event description:
Healthcare professional reported 3 days after injection with juvederm ultra xc in the lips the pt developed hard nodules and pain at the injection sites as well as swelling of the lips that also extended "a little into the cheeks". Approximately one week after symptom presentation the pt was assessed by the healthcare professional who observed that the corners of the pt's lips were red and inflamed. Pt was prescribed hyaluronidase, kenalog, and cephalexin; symptoms are improving.